Manufacturer narrative:
Patient initials are (B)(6). Additional patient identifier (csn) is (B)(6). (B)(4). The complainant part, which is classified as an implantable device, was not implanted or explanted during the surgical procedure on (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a washer separated from a screw during the final tightening step of an open reduction internal fixation (orif) procedure of the pelvis on (B)(6) 2016. The surgeon inserted a 6.5mm cannulated screw with a washer into the patient's pelvis. An x-ray was taken, which revealed that the washer had separated from the screw. The washer should have been seated between the head of the screw and the bone, holding the screw in place. However, the surgeon had pushed the screw completely through the washer. As the surgeon was pleased with the positioning of the screw itself, it was left implanted. The washer, however, was removed. An additional x-ray was then taken to determine the final positioning of the screw. There was no reported surgical delay. The patient's status was reported as "good" at the end of the surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: a visual inspection and drawing review were performed for the returned washer (part 219.99) as part of this investigation. No product design issues or discrepancies were observed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. This complaint is confirmed as the returned washer has an enlarged/oblonged inside diameter. The complainant screw (part 208.447) was not returned with this complaint; therefore, no evaluation could be performed. A review of the relevant drawing was performed. The washer was manufactured from implantable grade 316l stainless steel. The inside diameter of this washer is 6.6mm. The cannulated screw that went through this washer has an outside head diameter of 8mm (per the drawings for the screw¿s part number). No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.